Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received. The reported field event of an output anomaly was confirmed via review of programmer printouts. The device was tested on the bench and damage to an output transistor was observed. The cause of the damage was not determined.

Event description:
It was reported that during a lead revision procedure for out of range hv lead impedance, when ICD was connected to new lead, alert of output circuit damage was still noted. The device was explanted and replaced.